Manufacturer narrative:
Follow-up #1: date of submission 10/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/13/2016 with the following findings: a review of the pump¿s black box revealed evidence of a short battery life leading to a cs 128 alarm. The battery compartment was found to be cracked above the grip pad and the returned battery cap threads were undamaged. The battery cap was able to fit securely. The battery cap¿s top slot was found to be worn off. There was moisture corrosion observed in the battery canister and on the cap. A leak test failed due to a battery compartment leak. The ez-prime steps were performed correctly with all currents within specification. The original ¿short battery life¿ complaint was unable to be duplicated. The pump¿s cover was removed and there was no further moisture corrosion found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2 date of submission 02/28/2017 - correction to serial #.